Event description:
Manufacturer was advised that the stretcher lowered with a pt on board and the pt was reportedly injured. On (B)(6) 2015, the customer verified the incident and the medical intervention was sought but no details have been provided about the incident or the alleged injury and/or treatment.

Manufacturer narrative:
The unit was evaluated, on behalf of the manufacturer, by an authorized third party. There were no malfunctions detected and the unit was operating according to specifications.